Event description:
"Laser caught on fire." It was reported that during a bladder stone surgery the laser caught fire and yellow flames were observed. The or staff wheeled it outside the or and put out the fire with a fire extinguisher. Fire seemed to come from the inside of the laser. There were no injuries reported. The case was completed by other means.